Event description:
It was reported per medwatch report that the pt has had multiple admissions to local medical centers for problems associated with her medical condition. On (B)(6) 2011, the pt was admitted through the emergency department (ed) after she was found at home unresponsive by her daughter. During her treatment in the ed an 18 gauge triple lumen central line was placed in the right internal jugular vein. The placement was performed using ultrasound guidance and the seldinger technique. The spring wire guide (swg) was noted to have unraveled upon removal. Staff noted that there did not appear to be any signs of a break in the swg. Although the swg has unraveled, the staff felt that the entire swg was removed. On (B)(6) 2011, the pt was again admitted to the ed after a fall at home. The pt complained of back and chest pain. X-ray of the chest was completed and revealed a retained swg from the placement performed in (B)(6). The swg was successfully retrieved on (B)(6) 2011 during a procedure in interventional radiology. The swg ran from the right ventricle to the left hepatic vein. The swg was retrieved through the right internal jugular vein.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval. Follow-up report will be filed if add¿l info becomes available.